Manufacturer narrative:
The reported event was unconfirmed because the device meets specifications. The product was used for treatment purposes. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. The device history record review was not required as the reported event was unconfirmed. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that some of the catheters were not well curved at the end and the user was unable to use the catheters. Customer had pictures of the good ones (usable) and the bad one (unusable). User stated that this had been going on for a couple of months. Per follow-up via email on 25nov2020, the user reported that more curved ones worked great whereas the straight catheters could not be inserted. The user stated that the catheter was tried to be inserted to the point of bleeding. Follow up via phone on 01dec2020, some of the catheters were not curved enough, so the customer was unable to insert it all the way. Per follow up information via email on 08feb2021, customer was having 35 used catheters available for return. Customer stated that they tried to insert these catheters but could not. Per sample received on 03mar2021, it was noted that three unused samples and 35 used samples were returned for evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that some of the catheters were not well curved at the end and user was unable to use the catheters. Customer had pictures of the good ones (usable) and the bad one (unusable). User stated that this has been going on for a couple of months. Per follow-up via email on 25nov2020, the user reported that the more curved ones worked great whereas the straight catheters could not be inserted. The user stated that catheter was tried to be inserted to the point of bleeding follow up via phone on 01dec2020, some of the catheters was not curved enough so the customer was unable to insert it all the way. Per follow up information via email on 08feb2021, customer was having 35 used catheters available for return. Customer stated that they tried to insert these catheters but could not. Per sample received on 16mar2021, there were 38 sample (35 used and 3 unused) received on 03mar2021.